Manufacturer narrative:
The reported ncb tibial plate as well as the associated screws and screw caps were returned to the post market surveillance team for investigation. A visual examination was performed, and the reported event of plate fracture can be confirmed. The plate has broken into two fragments. The fracture of the plate is located through a screw hole. There are scratches throughout the plate to be seen. The returned screws appear mainly inconspicuous. On one side of the fracture surface of the distal fragment, some beach marks are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. There appears to be a cauter mark present near the threaded area of the plate. The other side is covered in polished areas, likely due to contact between the parts after the fracture. The fracture surface of the proximal fragment does is also covered in polished surfaces. No clear beach lines can be seen. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. Medical records/radiographs were provided and reviewed. The provided x-ray image dated confirms the breakage of the ncb tibial plate through a bore hole. Based on the investigation of the retrieval, a plate fracture can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and/or procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ref (B)(4) lot unk cancellous screw 5.0 x1 ref (B)(4) lot unk cancellous screw 5.0 x3 ref (B)(4) lot unk cortical screw 4.0 x12 ref (B)(4) lot unk caps x6. G2. Report source: switzerland. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an open reduction internal fixation of the left tibia due to fractures sustained in a motorcycle accident. Nine weeks postoperatively, the patient was running backwards to catch an object and twisted his lower leg resulting in a torsional trauma. Subsequently, 10 days later the patient returned to surgery. The broken plate and all screws were removed, and an intramedullary tibial nail was placed without complications. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h11. D10. Ncbâ®, cancellous screw, ã¸ 5.0 mm, 32 mm, 55 mm item# 0203152055 lot# unk. Ncbâ®, cancellous screw, ã¸ 5.0 mm, 32 mm, 80 mm item# 0203152080 lot# unk. Ncbâ®, locking cap item# 0203150300 lot# 4504711248. Ncbâ®, locking cap item# 0203150300 lot# 4504455748. Ncbâ®, locking cap item# 0203150300 lot# 4504455746. Ncbâ®, locking cap item# 0203150300 lot# 4504237649. Cortical screw 4.0 x12 item# unk lot# unk. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 42 mm item# 0203155042 lot# 3077517. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 28 mm item# 0203155028 lot# 3077654. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 28 mm item# 0203155028 lot# 3132020. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 28 mm item# 0203155028 lot# 3042170. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 44 mm item# 0203155044 lot# 3042100. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 36 mm item# 0203155036 lot# 3048890. Ncbâ®, screw, self-tapping, ã¸ 4.0 mm, 22 mm item# 0203155022 lot# 3042314. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.